Event description:
It was reported that an asymptomatic patient's rv and lv leads was explanted and replaced due to dislodgement. The lead was explanted and replaced when repositioning was unsuccessful. Patient condition was stable before and after the procedure.